Event description:
It was reported that a peritoneal dialysis (pd) patient passed away. Multiple attempts were made to the outpatient clinic and a patient contact to acquire further details concerning this event; however, no additional information was obtained. Upon follow up with the patient¿s pd registered nurse (pdrn), it was reported the outpatient clinic made multiple attempts to contact the patient¿s family to obtain the required information with no successful contact. The cause of death and temporal relationship to pd therapy or the use of any fresenius product(s) or device(s) to the patient¿s death remain unknown.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. No fluid leaks in the test cassette during the treatment. The cycler underwent catch-post hipot, patient hipot, current leakage, system air leak, and valve actuation testing was found to meet product specifications. A patient sensor calibration test was also performed and the cycler was found to be within tolerance. Load cell verification testing was performed with no issues noted. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away. Multiple attempts were made to the outpatient clinic and a patient contact to acquire further details concerning this event; however, no additional information was obtained. Upon follow up with the patient¿s pd registered nurse (pdrn), it was reported the outpatient clinic made multiple attempts to contact the patient¿s family to obtain the required information with no successful contact. The cause of death and temporal relationship to pd therapy or the use of any fresenius product(s) or device(s) to the patient¿s death remain unknown.

Manufacturer narrative:
Clinical investigation: it is unknown if a temporal relationship exists between the patients death and ccpd therapy utilizing the liberty select cycler. Due to a paucity of information concerning the patients death from the outpatient clinic or a patient contact, the source of her death cannot be determined at the time of this reporting. However, it is well known the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. In the absence of the required information, the liberty select cycler cannot be excluded as a potential source or contributor to this patients adverse event. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patients adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away. Multiple attempts were made to the outpatient clinic and a patient contact to acquire further details concerning this event; however, no additional information was obtained. Upon follow up with the patients pd registered nurse (pdrn), it was reported the outpatient clinic made multiple attempts to contact the patients family to obtain the required information with no successful contact. The cause of death and temporal relationship to pd therapy or the use of any fresenius product(s) or device(s) to the patients death remain unknown.